Manufacturer narrative:
(B)(4). The DHR file is not available for review in the us. Ez-io driver 9058 (sn (B)(4)) was returned for evaluation. Upon receipt, the driver was visually inspected. No obvious signs of damage were observed. When the trigger was pulled the driver was operable with a blinking red led light displaying. The driver was then subjected to simulated sawbone insertions. This functional test is used to determine whether the returned device still has the capability to power a 45mm ez-io needle set into a medium and/or hard bone. The 45mm ez-io needle set is used because it represents the worst case scenario for io insertion. Two (2) sawbones with medium (50 lbs/ft3) and hard (105 lbs/ft3) hardness profiles with 3mm cortexes were used for the test. Each insertion was timed with a stopwatch (ID: (B)(6)) while applying approximately 8 lbs. Of force on a weight scale (ID: (B)(6)). Approximately 5 to 8 lbs. Of force is necessary to penetrate bone. Below are the test results: medium profile (50 lbs/ft3), insertion 1: 5.78, insertion 2: 4.96, insertion 3: 4.34, other remarks: hard profile (105 lbs/ft3), insertion 1: 11.62, insertion 2: 10.12, insertion 3: 8.43. The driver successfully negotiated both the soft and hard saw bone insertion testing while maintaining a green solid light. The complaint cannot be confirmed. Several sections of the IFU will be referenced as part of this investigation report. The IFU states, "as with any emergency medical device carrying a backup is strongly advised protocol", "ez-io power driver led with blink red when the trigger is activated and has only 10% of battery life remaining", and "purchase and replace the ez-io power driver when the red led begins blinking". A review of the certificate of conformance found that the driver passed all the release criteria. The device was released in 08/2012 and is approximately 5 years old. The complaint, "drill lacked power" cannot be confirmed. Functional testing has validated no fault found with this driver. No corr ective/preventative actions will be assigned.

Event description:
Reported issue: attempted to gain io access in the first instance. As I attempted to drill into the patients left proximal tibia, the drill lacked power to insert the needle. As the trigger was pressed, the light was flashing red and green, unsure if this indicates a low battery. Attempted to gain io access on a further two occasions, each time the power was reduced further. On all occasions the drill completely stopped when any resistance was felt meaning the io needle did not completely go into the bone. When the drill was pressed without resistance it appeared to be working as normal. There was no patient injury.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
Reported issue: attempted to gain io access in the first instance. As I attempted to drill into the patients left proximal tibia, the drill lacked power to insert the needle. As the trigger was pressed, the light was flashing red and green, unsure if this indicates a low battery. Attempted to gain io access on a further two occasions, each time the power was reduced further. On all occasions the drill completely stopped when any resistance was felt meaning the io needle did not completely go into the bone. When the drill was pressed without resistance it appeared to be working as normal. There was no patient injury.